Event description:
Same case as #2134265-2008-04889, 04890, 04892 and 04893. It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The 75% stenosed lesion was an in-stent restenosis (isr) of a non-bsc stent located in a calcified and moderately tortuous proximal circumflex artery. A taxus express2 3.0x8mm drug eluting stent was deployed at 20 atm's for 16 seconds in the isr lesion. The physician post dilated with a 3.0x12mm quantum maverick balloon. The balloon ruptured at 16 atm's during the second inflation. Two non-bsc balloons were also used and ruptured. Next, the physician attempted to use another 3.0x12mm quantum maverick balloon; however, this balloon also ruptured at 16 atm's on the first inflation. The physician went on to use a 3.0x15mm quantum maverick balloon which ruptured on the initial inflation to 14 atm's for 15 seconds. Finally the physician tried a 3.0x8mm apex balloon, however, this balloon also ruptured during the initial inflation to 12 atm's for 15 seconds. The post dilation was completed with the apex balloon. The balloon catheters were removed from the pt intact. No pt complications occurred. It was the physician's opinion that "there was a possibility that the taxus stent edge was raised."